Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation of the catheter found dried onyx embolic at the hub, a kink along the shaft of the catheter, and a broken distal tip consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during a middle meningeal artery (mma) embolization with onyx liquid embolic, the tip of the headway duo catheter got stuck in the onyx cast and broke off in the right mma due to excess reflux along the catheter than intended. The broken piece was left in the patient. The right mma branch was totally blocked off as expected and physician continued to embolize the left mma and procedure completed without any issues. Reportedly, the patient woke up fine.